Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician performed CPR to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch numbers 1220908-2015-00513, 1220908-2015-00505, 1220908-2015-00507, 1220908-2015-00492, 1220908-2015-00522, and 1220908-2015-00493 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.